Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the patient¿s battery alarm going off for 22 seconds without an alarm and when the alarm finally sounded, the alarm being very quiet was not confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 23 days ((B)(6) 2021 ¿ (B)(6) 2022 per the timestamp). There were no notable atypical alarms active in the log file that would indicate an issue with the system controller. Provided information stated that the serial number of the controller is (B)(6), the log files were provided, there were no issues identified during the controller evaluation, the battery alarm is unknown, the alarms resolved, no product was exchanged, and no product is returning for analysis. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 24oct2019. Heartmate 3 instructions for use (rev. C) section ¿ 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, no external power, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. C) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's battery alarm went off and continued for a minute and 22 seconds without an audible alarm. Once the alarm became audible, it was very quiet and patient stated that was the first time that had happened. The patient was planned to come to clinic on (B)(6) 2021, and the log files would be reviewed then and the controller would be evaluated.